Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient was found to have limb ischemia and was taken for right leg fasciotomy, with placement of a reproduction sheath in the right femoral artery. The patient ultimately expired, and there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported limb ischemia issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿